Event description:
Reporter alleged blood glucose monitoring device lost three results in the memory. Reporter stated manually entering results into a spreadsheet and when reviewing the device memory, three results were missing. Reporter did not provide the values of the alleged missing results. A request was made for the return of the suspect device and replacement product was sent.